Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right ventricular (rv) channel. The rv lead is a non-boston scientific product. It was noted that the noise had high amplitudes. The physician suspects the noise is due to a bad lead and asked about technical services (ts)'s thoughts about reprogramming as the physician does not want to replace the lead. Ts provided their insight and risks of keeping the lead. The device remains in use. No adverse patient effects were reported.